Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. During investigation, the battery compartment was found to be cracked from the threads to the case seal on the side. The returned battery cap was found to be undamaged and able to properly secure to the pump. The battery cap was tightened then unscrewed ½ turn with no observed power loss.   During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.